Manufacturer narrative:
(B)(4). Insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Device had normal operating currents and no unexpected off no power or low battery alarm noted. Device had broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported that the insulin pump has a piece missing inside the battery compartment where the threads are to screw in the battery cap. Customer stated that it is possible that the battery cap was screwed in to tightly. Customer stated that it also has a mechanical problem. Blood glucose value is 288 mg/dl. Nothing further reported.